Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient implanted with this pacemaker experienced a syncopal episode and car accident while driving. It was noted the patient's heart rate was decreasing into the 40, 50, and 60 range. No events were stored in the device. The lower rate limit was raised to 75 bpm and the patient's rate did increase with the programming change. There were no device anomalies noted related to the syncopal episode. The device was interrogated the next day and right ventricular (rv) loss of capture was noted. Outputs were programmed appropriate per the thresholds and sensing was appropriate. Troubleshooting found the patient was losing capture with deep breaths. There was no noise or impedance measurement changes with troubleshooting. No additional adverse patient effects were reported. The patient did not experience any further symptoms after the syncopal episode.